Event description:
It was reported that the insulin pump alarmed button error. No further info provided.

Manufacturer narrative:
Cracked reservoir tube lip, broken belt slip slot, monitor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.